Event description:
It was reported that this pacemaker exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 2500 ohms. The minute ventilation feature was programmed off. The device was programmed to ddd mode and would remain programmed as such, and the patient was referred to their cardiologist. No adverse patient effects were reported.